Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement. Sometime post-op it was found that the patient will need to undergo a revision surgery. Anterior tibial subsidence of tibial component. Post op films looked good, with proper implant alignment and coverage. Subsidence occurred approximately 12 months post op. Talar component is still well fixed. Patient will be revised, surgery date still to be determined.